Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. A photo review was performed by an isi clinical development engineer (cde). The cde reported that the image submitted displays a slice of a CT scan with a red arrow pointing at an opaque object located adjacent to the descending aorta.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient underwent a chest x-ray and a pneumothorax was identified which required chest tube placement. The size of the pneumothorax was moderate to large. The patient exhibited symptoms of shortness of breath and chest pain. The target lesion was located at the medial crux of the diaphragm, located in the left lower lobe and wrapped on the aorta. The size of the lesion was "1.6 x 1." The procedure was completed as planned with no delays. The pneumothorax resolved quickly, and the patient was discharged on the same day as the procedure. The differential diagnosis as per thoracic tumor board discussion was lung lesion, pleural lesion, or diaphragmatic tissue. Per the physician, "the nature of sampling of this lesion portended risk" of pneumothorax and it was believed that it would have likely occur via another modality. There was no device malfunction associated with the event.